Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog #: igtcfs-65-1-uni-tulip g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "attempting to place ivc filter (jugular access for filter). Unable to get filter to move past hemostatic valve. Delivery system was removed and a new filter opened. The new filter was placed without incident." Patient outcome: the patient did not require any additional procedures due to this occurrence. No adverse effects to the patient due to this occurrence were reported.

Event description:
Description of event according to initial reporter: "attempting to place ivc filter (jugular access for filter). Unable to get filter to move past hemostatic valve. Delivery system was removed and a new filter opened. The new filter was placed without incident." Patient outcome: the patient did not require any additional procedures due to this occurrence. No adverse effects to the patient due to this occurrence were reported. Unknown as.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: investigation is based on description of event and returned product. Investigation of returned product: the jugular introducer, the blue protection sheath, ivc filter and the long dilator have been returned. The dilator passes easily through the check flow hub. The filter is assembled on the jugular introducer, then pulled into the protection sheath and can without obstruction be passed through the check flow hub and completely through the blue sheath and deployed as intended. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. The exact cause of the event can therefore not be explained from the returned product or event description. No actions are warranted based on information provided. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.